Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: investigation revealed that when the pump was powered on, the display was found to be dim, faded and discolored. Unrelated to the display issue, evaluation revealed that the audio bolus button cover was detached and missing from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim, faded and discolored display. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2015.